Manufacturer narrative:
A field service engineer (fse) has been in contact with the site, since the report of this event, obtaining patient's status information. The patient interface was returned for investigation, examined and found to be within specification. Although a single root cause was not identified, the surgeon believes that he was at fault. Corneal bump.

Event description:
The intralase patient interface was used in conjunction with the intralase fs laser to create a corneal flap for lasik surgery in 2009. The surgeon experienced suction loss and re-applanated with the same cone in order to complete the procedure. The flap was cut, however, in the middle of the eye, a small bump of the cornea remained. The surgeon removed the bump with a diamond knife and completed the excimer treatment. The patient's pre-operative best corrected visual acuity (bcva) was .8. Post-operatively, bcva is .3.